Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. A new device was implanted successfully. No patient complications have been reported as a result of this event.